Event description:
Customer was calling back after receiving the tubing clamp to perform high pressure test. Customer stated she continues to have issues with high blood glucose because of no deliveries. Customer states she resolves the issue by resuming the device and resetting the bolus. High pressure test was performed and device passed. Customer was advised to do a complete set change to treat for high blood glucose. Customer's blood glucose was 473 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacture report number 2032227-2014-69780.